Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, t1 and t2 of the fast-fix 360 were deployed simultaneously. The procedure was completed with non-significant delay using a smith and nephew back up device. It is unknown if the event happened internal or external to patient. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was received in original packaging with the batch number of the complaint on the label. The t1 has been cut from the suture and was not returned. The t2 and suture are off the needle. The actuator is in the pre-t2 position. The needle assembly is bent to a 45 degree angle. A functional evaluation could not be performed due to the damaged device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force allowing the device to prematurely deploy. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: additional information: updated section b5, e 1 and h6 (clinical code and impact code).

Event description:
It was reported that during a meniscus repair surgery, t1 and t2 of the fast-fix 360 were deployed simultaneously. T1 was deployed through the meniscus and was left secure inside the patient. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported.